Manufacturer narrative:
Product not available.

Event description:
The user facility reported that the housing broke during a surgery. The broken housing could cause the non- sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.